Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised for instability and pain. Massive pseudotumor and evidence of metallosis. Portions of the gluteus maximus, minimus, psoas, vastus lateralis, anterior capsule discovered to be necrotic and were excised. 58 od 40 ID pinnacle liner as well as 40 + 8.5 metal ball were explanted and revised to a pinnacle constrained liner and 8.5 ceramic ts ball (surgeon was advised that this was not specifically on label, but due to patient's apparent metal sensitivity and instability, the doctor elected to utilize the ceramic ts with constraint. Explanted liner had turned a yellow/brownish color, and there was evidence of taper corrosion. Trunion was cleaned and sanded down before the revision implant was impacted. Right hip.